Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent detached. Device evaluated by MFR: a synergy ous mr 3.00 x 28 mm stent delivery system (sds) was returned with its packaging for analysis. The stent was detached from the sds and not returned. The maximum crimped stent profile measurement and is within maximum crimped stent profile measurement. The balloon folds appeared relaxed from their original folded position and it appeared positive pressure had been applied and a vacuum pulled. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.